Event description:
Diabetes counselor reported the patient's infusion device delivers no insulin and is in stationary treatment; was treated with insulin via perfusor and then intensive conventional therapy. Patient was unresponsive and taken to the hospital on (B)(6) 2013. No blood glucose readings were provided. Patient's normal blood glucose range was not provided. No further information available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed that all programmed boluses were delivered as intended. The problem mentioned by the customer could not be reproduced.